Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic floor prolapse. It was reported that the patient had a concurrent procedure of placement of obtryx (boston scientific) performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation concurrent with vaginal hysterectomy. Post mesh implantation the patient experienced vaginal bleeding for three years and mesh exposure. The patient underwent mesh excision on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.